Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remained implanted. However, the device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. It is possible the stenosis observed in this case was due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. This patient¿s pertinent medical history included congenital bicuspid aortic valve, coronary artery disease, hypertension, chronic diastolic heart failure, carotid disease, diabetes mellitus, chronic kidney disease, and multiple strokes. The device was not returned to edwards for analysis. The reported degeneration likely contributed to the reported stenosis and regurgitation. The root cause for the degeneration remains indeterminable; however, patient related factors and progression of the patient¿s underlying valvular disease may have contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm pericardial aortic valve was disabled during a valve-in-valve procedure due to severe stenosis and moderate insufficiency secondary to degeneration after an implant duration of fourteen (14) years, four (4) months, and sixteen (16) days. A 23mm pericardial transcatheter valve was implanted via a transfemoral approach. Per obtained medical records, the patient presented with progressive nyha class iii heart failure, exertional shortness of breath, progressive fatigue, and some episodes of chest pressure. Pre-procedural transesophageal echocardiogram (tee) demonstrated preserved left ventricular function, moderate aortic insufficiency, and severe prosthetic valvular stenosis with a mean transvalvular gradient of 38 mmhg and a peak transvalvular gradient of 61 mmhg. Implantation of the 23mm transcatheter valve was successful. This 67 year old male patient tolerated the procedure well and was discharged on post-operative day two (2). There were no reported complications.